Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 1.8, lab: ng. Date: (B)(6) 2010, inratio: ng, lab: 5.6.

Manufacturer narrative:
Investigation pending.